Event description:
After crossing and treating the cto lesion in sfa, the guidewire was advanced to tibial artery for another treatment, then the guidewire got stuck in the lesion. During the attempt of removal, the guidewire distal end was broken off. Separated portion was decided to be kept in the anatomy by the physician's discretion.

Manufacturer narrative:
It is presumed that the guidewire tip might have been trapped by calcified lesion, where some force exceeding the product design limit might applied, resulting in separation of guide wire. A review of the lot history record for the reported lot revealed no associated non-conformance records. No other incident reported for this lot. The IFU warning section states, if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel.